Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the traveling nurse removed the suture onto the sterile instrument table and found that the suture was taken out along with the outer packaging. The surgeon checked the needle plate of the suture and found that only about 2cm of suture remained on the needle. The touring nurse checked the suture and found that the ends of the suture were tangled and broken. The mobile nurse immediately retrieved the suture from the surgeon. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: 1. Were there any patient consequences? 2. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). --contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.